Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer through an emergency support program that cardiosave intra-aortic balloon pump (iabp) was displaying battery in use while plugged into an ac outlet during use on a patient. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (investigation findings, investigation conclusions).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) h11. Nurse called for help with a cardiosave unit she had just received from the ccl. The device was showing battery in use even though it was plugged into ac power. Esp personnel guided her through disengaging and reinserting the rescue module into the hybrid configuration. This restored ac power and allowed the batteries to begin charging. Nurse was appreciative of the support. She confirmed there was no interruption to therapy and chose not to provide patient information. She mentioned the cardiosave may be a loaner but did provide the serial number.